Event description:
It was reported that "plastic" foreign matter was discovered on needle when removing tea drop label with a bd ultra-fine¿ pro 4mm. The following information was provided by the initial reporter, translated from japanese to english: a regular user of micro-fine pro brought one defective product to the pharmacy, stating that the needle npe was found to be covered with something like plastic materials when removing the tea drop label.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/12/2021 h.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9352154, cat. No.320559. Visual examination was carried out on the returned photos and it was observed that the non patient end of the cannula was broken and a yellow mark/foreign matter on the cover was also observed. Visual examination of the returned sample confirmed a broken non patient end of cannula but no yellow mark/foreign matter was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "plastic" foreign matter was discovered on needle when removing tea drop label with a bd ultra-fine¿ pro 4mm. The following information was provided by the initial reporter, translated from (B)(6) to english: a regular user of micro-fine pro brought one defective product to the pharmacy, stating that the needle npe was found to be covered with something like plastic materials when removing the tea drop label.